Event description:
This device is a loaner device that was returned to zoll medical from customer usage without any incident complaint. Upon incoming eval the test technician found the pacer current to be out of specification. There was no pt involvement with this malfunction.